Event description:
It was reported that during a bladder procedure, sometimes the device worked, but sometimes it did not work with using hand switch. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.